Event description:
Additional information received indicated the right ventricular lead was replaced during a routine box exchange procedure. The patient was in stable condition.

Event description:
Additional information received indicated the lead was capped and replaced during a routine device replacement procedure to resolve the event.

Event description:
During an in clinic follow-up, noise was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient experienced no adverse consequences.

Event description:
Additional information received indicated oversensing was observed on the right ventricular lead and the physician suspected lead damage to be the cause of the event. No imaging has been performed to confirm the damage.